Manufacturer narrative:
Analysis was completed. Premature battery depletion was confirmed. Device image was retrieved and analyzed, indicating elevated current within a period of the implant duration. This condition results from an increased duty cycle of the internal circuitry caused by the firmware. Device was in rf telemetry lockout mode due to excessive rf and high powered telemetry usage.

Event description:
New information received indicated the pacemaker was explanted and replaced on 28jan2021. The patient was stable before, during and following the procedure.

Manufacturer narrative:
Analysis was completed. Analysis of device image showed high current drain due to increased pacing, consistent with an anomalous condition associated with the cyber security upgrade. Wireless communication issue was not confirmed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin. Net. Review of transmissions revealed that the pacemaker had high current drain due to excessive radio frequency (rf) telemetry, which resulted in a sharp drop in battery life. Device interrogation resolved the high current drain and stabilized the battery longevity estimate. No intervention was performed but programming changes were discussed. There were no patient consequences.